Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Additional information provided reveals that the devices were slightly protruded from the bone hole during the follow up examination. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. With the information provided so far, a root cause for this failure cannot be discerned. This failure has been reviewed against the risk analysis and is within the expected levels. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that post to having an acl procedure done on (B)(6) 2013 using an intrafix tapered screw (7-9mm x 30mm) and intrafix tibial sheath (30mm), the patient report on (B)(6) 2015 of having pain at the insertion site. The patient has had a follow-up with the surgeon, who recommended the removal of the implants. The sales rep could not provide the lot numbers and any further information. See associated medwatch # 1221934-2015-00700.